Event description:
A malfunction alarm was reported on the pump during operation, specifically alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a resolution, tandem technical support decided to replace the pump, while the customer was advised to continue using the current pump as backup therapy until the replacement arrives. The customer confirmed their shipping address, received instructions to allow the battery to deplete before returning the problematic pump, and agreed to send it back using a prepaid label and return box provided by tandem.